Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The device was filled with cefazolin 8000mg in sodium chloride 0.9%. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 7, 2019 - june 10, 2019. H10: the actual device was received for evaluation. A visual inspection was performed and fluid inside the bag that contained the sample was identified. The cause of the fluid inside the bag was due to a broken tubing at the solvent-bonded junction of the luer. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.